Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history record and complaint database could not be performed since the lot number was not provided.

Event description:
The account reported that during a tube exchange on a patient that had the drain in the biliary for 10 weeks the tube appeared to be fractured at the location of the radiopaque marker. They were able to advance a guidewire through it and when attempting to withdraw the tube the tip broke off but remained on the wire. The physician used forceps to pull the tip out. After withdrawal they noticed a fracture near the pigtail portion as well. The patient did not experience any injuries or adverse events.